Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor showed that the pump speed dropped to 393 rotations per minute. The log files were submitted for concerning events on (B)(6) 2022 from 18:00-20:00.

Manufacturer narrative:
Section d4: product corrected to heartmate system monitor. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying the speed as 393 rpm was confirmed via the submitted picture. A review of the submitted log file spanned approximately 1 hour (05mar22 from 18:50 ¿ 19:26 per time stamp). The log file captured the pump functioning as intended at the set speed with no evidence of a pump reset or drop in speed below the low speed limit. The system monitor was not returned for analysis. A review of the submitted photo confirmed pump speed repeatedly displayed as 393 rpm on the system monitor between 18:02:00 and 18:48:03 on 05mar22. Additionally, the timestamps displayed on the system monitor were out of order. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system monitor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. No further information was provided. The manufacturer is closing the file on this event.